Event description:
Stent irritation or reflux likely led to inflammatory stricture formation needing endoscopic management. Patient outcome : resolved; treatment, endoscopic esophageal dilation; death no.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Manufacturer narrative:
Device evaluation: the 01x evolution esophageal device of unknown rpn and lot involved in this complaint was not available for evaluation. With the information provided, a document-based investigation was conducted. This file was created in response to a pmcf study ¿mdr2054¿ to capture ae2 - user error for administering alternative treatment (chemotherapy) post-placement of the stent as well as dysphagia . The following were also raised in response to this pmcf study: pr 393688 - mdr2054 201-031 ae1 user error chemotherapy after stent placement and gastrointestinal dysphagia. The device lab evaluation could not be completed as the device, or photographic evidence of the device, was not returned for evaluation. User/use related complaints is considered foreseen misuse. It is unknown how the device will perform outside of instructions for use and/or labelling requirements. The user has not complied with the requirements of the IFU and/label. Trending will monitor if any future investigation is required. Manufacturing records review: manufacturing records review could not be completed as the lot number is unknown. Instructions for use and/label review: as per the IFU (ifu0061), dysphagia is a known potential adverse event associated with gi endoscopy ¿additional adverse events include, but are not limited to: airway compression, allergic reaction to nickel, retroesophageal fistula and retroesophageal fistula, chest or retrosternal pain, death (other than due to normal disease progression) dysphagia, edema, erosion or perforation of stent into adjacent vascular structures, esophageal ulceration and erosion, esophagitis, fistula involving trachea or bronchi or pleural space, food bolus impaction, foreign body sensation or reaction, gas bloat, inadequate stent expansion, intestinal obstruction secondary to migration, mediastinitis or peritonitis, nausea, pain/discomfort, reocclusion, sensitivity to metal components, sepsis, stent misplacement and/or migration, tracheal obstruction, tumour ingrowth or overgrowth, wire entrapment¿ there is evidence to suggest that the customer did not follow the instructions for use/product label. It should be noted that the instructions for use (ifu0061) states the following: ¿after stent placement, alternative methods of treatment such as chemotherapy and radiation should not be administered as this may increase the risk of stent migration due to tumour shrinkage, stent erosion and/or mucosal bleeding¿. As the patient received chemotherapy during follow-up, this complaint has been deemed use error. Furthermore, the use of chemotherapy was deemed an attributing factor to the dysphagia documented in ae#2 of the patient casebook. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of use error was identified from the available information. The patient received follow-up treatment after being implanted with the evolution esophageal stent, this in turn caused the irritation or reflux that led to the inflammatory changes leading to the stricture and dysphagia reported in the casebook. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Confirmed quantity of 01 used device. Summary of investigation: according to the initial reporter, the patient did experience an adverse effect due to this occurrence. The patient presented with dysphagia which was deemed related to the stent irritation or reflux leading to an inflammatory stricture. The patient required endoscopic dilation to manage the occurrence. The patients outcome was resolved complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report being submitted due to updates to description of event on 23-aug-23 and subsequent investigation completion on 07-sept-23. Description of event updated as follows: ¿gastrointestinal dysphagia; device related; procedure not related; pre-existing no;¿ ae2 ¿ 168 days post stent placement gastrointestinal dysphagia requiring a new, non-study stent, to be endoscopically placed. User error chemotherapy treatment after stent placement.- inflammatory changes at proximal end of stent due to irritation or reflux likely led to stricture and dysphagia¿.

Manufacturer narrative:
Investigation is still pending, a follow-up MDR report will be submitted to include the investigation conclusions.

Event description:
Supplemental report is being submitted due to an update to the assessment and annex coding. Stent irritation or reflux likely led to inflammatory stricture formation needing endoscopic management chemotherapy treatment after stent placement - user error. Patient outcome : resolved; treatment, endoscopic esophageal dilation; death no.